Event description:
Pt reported "strange sensations: when chemotherapy infused via venous access device. It was discovered that a portion of the tubing approx 5" became separated from the main body of the mediport. This was surgically removed and replaced. This resulted in delay in chemotherapy and extended hospitalization.